Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Explant. Glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 18.5 diopter lens was implanted in the patient''s operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to halos and glare. Pre-operatively, the patient''s visual acuity was 20/40. The patient''s post-operative visual acuity was 20/30 and the glare and halos had improved. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.